Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0n5k3, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 07-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the patient had a revision and based on the chest x-ray it looked like there may be an externalized lead. The caller did not have any further information about the reason for the revision because the information he had available was from the medical record. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.